Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states the device broke outside the patient and nothing fell in the incision, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery the handle shaft broke while impacting the implant. The broken handle portion was outside of the patient and nothing fell in the incision. S+n back up device was available. No delay to procedure or injury to patient reported.

Event description:
It was reported that during surgery the handle shaft broke while impacting the implant. Back up device was available. No delay to procedure or injury to patient reported.